Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent an ankle fusion using external fixation to treat charcot ankle midfoot. Sometime post-op the patient had wound dishence.